Event description:
Complainant alleged that during functional testing, the device did not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, the device log was provided for review. A review of the device log shows no indication of a device malfunction, but that the user did not have pads connected to the unit. The reported error is an expected prompt when no pads are attached to the unit. Analysis of reports of this type has not identified an increase in trend.